Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The pump was unable to conduct the prime and excessive no delivery alarm tests due to the motor error alarm. The motor was tested outside of the device and it passed. The pump had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corner.

Event description:
It was reported that the insulin pump alarmed motor error during basal and bolus delivery. Customer does not use the sensor feature and stated that they also received a no delivery alarm. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.